Event description:
It was reported that the diagnostic monitor was undersensing and showing a lot of false asystole episodes. The device remains in use. No patient complications have been reported as a result of this event. The monitor was explanted and returned to the manufacturer after the patient had been asymptomatic for one year.

Event description:
It was reported that the diagnostics monitor was undersensing and showing a lot of false asystole episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.